Event description:
It was reported that the pump display had red lines on the screen, rendering it unreadable. There was no adverse impact to the child's blood glucose level. The caller was informed about using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.